Manufacturer narrative:
The customer reported that the central nurse's station (cns) has an issue with the zm-540's not recording nibp readings on the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 05/03/2021: emailed the customer via microsoft outlook for patient information: customer replied but no specific patient information was provided. Additional device information: concomitant medical device: unique identifier (UDI) #: (B)(4). Manufacturer references file (B)(4).

Event description:
The customer reported that the central nurse's station (cns) has an issue with the zm-540's not recording nibp readings on the cns. No patient harm reported.